Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and sticking when pressed during testing and there was evidence of contamination under the all key contacts. Keypad was removed and it was noted that there was an adhesive found underneath the contact.

Event description:
The distributor reported that the up and down buttons were sticking. The patient stopped using the pump and started using manual insulin injections.